Event description:
It was reported that a spectrum iq infusion pump does not detected upstream occlusion and had poor speaker sound quality found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "upstream occlusion not detected" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of specification. The ultrasonic sensor requires to calibrate to address this issue. During functional testing, the reported problem "poor speaker sound quality" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the loose speaker and the audio was muffled. The rear case requires to calibrate to address this issue. Should additional relevant information become available, a supplemental report will be submitted.